Event description:
The patient's mother reports the patient was swimming and the pump did not work after the patient was swimming. The mother tried a new battery and the pump would not power on. The mother said the verify screen would not appear. The battery cap was replaced within six months but not within the past three months which the owner's booklet suggests if the patient is a frequent swimmer. The mother did not know whether the battery cap was loose or whether the yellow o-ring was visible. There was no reported patient impact associated with this complaint. This complaint is being reported because the pump reportedly powered off.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/26/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/28/2012 with the following findings: there was no damage of the battery cap or the battery compartment. The battery cap secured tightly to the pump. Testing of the battery cap was performed with no defects observed. Review of the black box and download history information revealed no power issues and no activity outside normal use. The pump powers on with no alarms. Unrelated to the complaint, none of the keypad buttons respond when pressed. The keypad cover was removed for investigation and revealed no damage of the button contacts. Further testing of the pump for the alleged power issue was not possible due to the unresponsiveness of the keypad buttons. Also unrelated to the original complaint, evaluation revealed the audio bolus button was missing from the pump. A damaged or missing audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The keypad was found to be fully intact without peeling or visible damage. The pump casing was removed for investigation and revealed corrosion on the printed circuit board (pcb).